Event description:
It was reported that a user experienced hyperglycemia after believing they had announced and received a lunch meal dose on the ilet, but the device meal history and engineering logs did not show a meal announcement during the time in question; subsequent meal entries were recorded later as the user attempted to correct elevated glucose. Investigation included review of device engineering logs and internal case review. Further investigation of this case revealed no recorded meal announcement corresponding to the time reported by the user and no device malfunction identified in the logs. Symptoms included elevated blood glucose. Outcomes included return of blood glucose to target without hospitalization or medical intervention. It was concluded that, based on previously established findings for similar reports, the cause of the hyperglycemia was unclear, with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.